Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a atw35 was being used. It was reported by the rep the surgeon was using the device to ligate and transect the broad ligament. The surgeon fired successfully twice, the third firing was unsuccessful in that there were numerous unformed staples. The fourth load was inserted and was once again unsuccessful. Surgeon also noted extensive bleeding and took appropriate measures to obtain hemostasis. No blood products were given and or time was not extended. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.54973/c. D6: device returned with no lot ID. Endopath ets flex: no conclusion could be reached based on the analysis results as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specs. While co was unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.